Event description:
This ra lead was implanted on an unknown date, and still remains implanted at this time. An email to technical services on june 16, 2017, reported that the lead exhibited noise. It was noted on june 2, 2016 that the noise was recorded in the atrial channel during atrial tachycardia response episodes. A chest x-ray was obtained showing no obvious signs of lead movement or fracture. Impedances were stable, during provocation testing and noise was continued to be observed in the ra channels. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).